Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 30mg/dl; cause was unknown. Juice and candy were consumed to treat bg level. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Additionally, the customer received an unspecified alarm indicating the cartridge should be changed. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.